Event description:
It was reported that this Spinal Cord Stimulation (SCS) device was replaced due to a difficulty charging implantable pulse generator (IPG) issue. No patient complications were reported. The patient was fully programmed postoperatively and was reported to be doing well. The explanted device was not returned for analysis because it was not released by the facility.

Manufacturer narrative:
Block D.2b: Additional applicable Product Codes: QRB.